Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump did not receive a low battery alert prior to receiving a replace battery alarm. When battery was changed, insulin pump received a white display then turned on. Caller reported that issue occurred a couple of times. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 120 mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No solid white or blank display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The pump was monitored for several days. Installed and removed a test battery several times during the monitoring period. No unexpected white display, blank display, partial display/missing segments noted during testing or monitoring period.